Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). There was blood on the stent and between the inner and outer shaft. There was no damage or irregularities to the rack length. The distal end of the stent was partially expanded a length of 6mm. The safety-lock was securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadvertent deployment of a stent occurred. The physician was performing a percutaneous transluminal angioplasty (pta). During preparation outside the patient, the physician was threading the wire and the 6x80x120 epic¿ stent inadvertently deployed. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadvertent deployment of a stent occurred. The physician was performing a percutaneous transluminal angioplasty (pta). During preparation outside the patient, the physician was threading the wire and the 6x80x120 epic¿ stent inadvertently deployed. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is good.